Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 502 mg/dl while wearing the pod on the abdomen between 37 and 48 hours. It was noted that fluid was leaking during wear. The patient was treated with 10 units of humalog insulin. The patient was prescribed insulin pens and ketone test stripes. The patient was discharged from the hospital on the same day.